Event description:
It was reported that a during a laparoscopic sleeve gastrectomy procedure, the jaws locked after the 4th firing. A new device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 05/07/2009. Broken at bifurcation. Evaluation summary: the analysis results of the el5ml found that the instrument was received with the right jaw broken at the bifurcation. In addition, it was noted that the instrument was empty and with the lockout fired through. Due the condition of the returned instrument, the reported event could not be confirmed. As per engineering study the most likely failure mode for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. The failure is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning the failure is not occurring as a result of the product complaint decontamination process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.